Manufacturer narrative:
Initial and final MDR 1897407 - device 9 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked event on 01-feb-2024.the infusion set was in use for 3 hours. The insertion site was abdomen/thigh.the glucose level at the time of incident was 180mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-10570. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the investigation associated with related event (B)(4) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure. The identified malfunction code, soft cannula found kinked upon removal from infusion site, is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review: lot 6003731 was manufactured on 18-oct-2023, in machine l158, with a total of (B)(4). The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event: due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. During manufacturing of the cannula part, the soft cannula is kept straight by the introducer needle, no samples were returned for inspection. However, during use in general and specifically during insertion may accidentally kink the soft cannula. No further action is required for this complaint, if used/unused samples are received, appropriate actions will be taken.